Event description:
Arthritis left knee. Physician, dr. (B)(6) said the shots "lubricate" knee joint. Five shots - one per week. After second shot I went to bed fine and got up/dizziness, vertigo and ataxia. Nothing has helped and I fall often backwards - never forward. I am (B)(6) tall and never had anything like this in my life. No meds help. Anyone allergic to chickens should not have these shots. Allergy testing was not done prior to shots. Do not have product - doctor has.